Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer was onsite at (B)(6) east campus ((B)(6)) on (B)(6) 2018 to perform quarterly preventive maintenance. It is noted that robot has never been used in surgery. While performing kineverif checks it was noticed that the laser was not properly staying on. This seemed to coincide with some sort of momentary electrical outage at the hospital at the same time the laser was no longer able to stay on, all kinds of different sounds and sensors began to go off in the hospital as if to indicate a momentary outage. The fse was able to hold laser power button on outside of robot continuously for ~30 seconds, then hit 'set' run' and arrow over to the right twice and this kept the laser on and allowed for kineverif laser test to be completed. Later on, once it became time to perform the applicative test with laser registration, the fse could no longer use the afore mentioned method to keep the laser on- it would power up very slowly and then fail to stay on once my finger was released from the button.

Event description:
The field service engineer was onsite at loma linda east campus (br16021) on (B)(6) 2018 to perform quarterly preventive maintenance. It is noted that robot has never been used in surgery. While performing kineverif checks it was noticed that the laser was not properly staying on. This seemed to coincide with some sort of momentary electrical outage at the hospital at the same time the laser was no longer able to stay on, all kinds of different sounds and sensors began to go off in the hospital as if to indicate a momentary outage. The fse was able to hold laser power button on outside of robot continuously for ~30 seconds, then hit 'set' run' and arrow over to the right twice and this kept the laser on and allowed for kineverif laser test to be completed. Later on, once it became time to perform the applicative test with laser registration, the fse could no longer use the afore mentioned method to keep the laser on- it would power up very slowly and then fail to stay on once my finger was released from the button.

Manufacturer narrative:
It was reported that the laser did not stay on during applicative test performed. A DHR review and a complaint history review did not identify any contributory factors to the event. Additional information provided by the field service engineer lead to the hypothesis that the failure did not come from the laser itself but from the power switch button. A request for product return has been performed for investigation however the part was not returned. A new power switch button has been order. Investigation concluded to a power switch button failure. However as the part was not returned for investigation purpose the hypothesis cannot be confirmed. Therefore the root cause remains unknown.